Event description:
The customer reported that the device jaws would not open during an ladg. No tissue was damaged and no bleeding occurred as a result. From pictures taken by covidien (B) (4) qa, it was noticed that the knife blade was protruding from the jaws.

Manufacturer narrative:
(B) (4). (B) (4). It was confirmed upon receipt of the device that the knife blade was protruding out of the jaws and the cutting edge was damaged. It is possible the customer hit a staple, metal pin or other hard substance that damaged the blade in this way. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. The IFU also recommends cleaning the jaws with a piece of wet gauze to help minimize tissue build-up between the jaws.